Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away at home, but was pronounced dead at the hospital. The cause of death was congestive heart failure and high blood glucose. The caller stated that the customer had heart failure that may have led to the customer's passing. The customer¿s blood glucose was 500 mg/dl at the time of admission. The customer was wearing the insulin pump at the time of death. The customer was using sensors. The caller declined to return the insulin pump for analysis.